Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received pressurized. 5 of the inner enclosure screw mounts were broken. A functional evaluation revealed the device failed the weight test. The power rocker switch would not depressurize the unit. The foot switch. Drape switch and setup button depressurized the unit as designed. The piston migration was at 2.32 inches which is indicative of significant oil loss. The reported failure was confirmed and the root cause has been associated with a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Event description:
It was reported that the spider 2 tenet was leaking. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.